Event description:
It was reported by a family member of the patient that their medtronic device was "malfunctioning" and his implant "didn't let him know." The issue caused the patient to pass out. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.